Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the healthcare provider (hcp) did not think the dystonia had anything to do with dbs and was going to turn stimulation back on in the coming weeks and see how the patient responds as it increases.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the cause had not been determined but they were still waiting to hear from the neurologist. An MRI was performed on (B)(6) 2018.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3389-40, serial/lot #: (B)(4), ubd: 18-jun-2017, UDI#: (B)(4); product ID: 3389-40, serial/lot #: (B)(4), ubd: 10-jun-2017, UDI#: (B)(4); product ID: 37085-40, serial/lot #: (B)(4), ubd: 17-jan-2017, UDI#: (B)(4); product ID: 37085-40, serial/lot #: (B)(4), ubd: 17-jan-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported the patient had stimulation induced dystonia/cramps present in lower limbs for the past eight weeks and potentially upper limbs for the past two years. This was intermittent in nature and positional depending on whether the patient was standing or lying, therefore, therapy stimulation has been turned off, which has resolved the dystonia. The lead impedance measurements performed with the patients head positioned looking to the left, looking to the right, and looking up to the ceiling. When pressure was applied to the stimulator in the chest and when the lead had been palpated on the cranium. All measurements were within normal limits and they were consistent. Approximately two years ago, the patient noted some stiffness and pain in their right elbow, this was initially not attributed to their parkinson's disease or dbs. The doctor increased amplitude of their stimulation two to three weeks ago, which resulted in pain in their right upper and lower limbs. There was dystonic posturing of the patient's foot. Decreasing the amplitude resolved the problem approximately 24 hours and then the patient had a return of symptoms. Approximately one week ago, the doctor turned the stimulation off bilaterally and the patient had a complete resolution of their right upper and lower limb stiffness and pain. Their tremor has now returned. It has been concluded the patient has stimulation induced dystonia. There was little difference in impedances when testing in different positions and testing conditions. There was a "slightly less" reading for case and 0. Patient was currently programmed at 0 volts. The neurologist was suspecting an electrical leak. Impedances noted below: c (&) 0 2795 0 (&) 2 2771 c (&) 1 1240 0 (&) 3 2931 c (&) 2 813 1 (&) 2 1047 c (&) 3 864 1 (&) 3 1346 0 (&) 1 2576 2 (&) 3 739 c (&) 8 1374 8 (&) 10 1627 c (&) 9 1320 8 (&) 11 1710 c (&) 10 939 9 (&) 10 1255 c (&) 11 934 9 (&) 11 1522 8 (&) 9 1509 10 (&) 11 908.